Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The biomedical engineer confirmed there was no patient involvement at the time of the reported issue.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.